Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 29 months of support on the lvad, the patient was admitted for an implantable cardioverter defibrillator (ICD) generator change and upon exam, a crimp was noted at the distal end of the driveline near the system controller connection. The patient reported experiencing intermittent red heart alarms while at home and on battery power. Initial review of the historical data recorded overnight revealed low voltage advisory alarms for at least one hour shortly after midnight while connected to the power module. X-rays of the distal exterior driveline submitted for analysis revealed shield damage. Additional information provided to the manufacturer approximately two weeks later indicated that the patient's external equipment was changed out and the patient has had no further alarms. The patient was seen in the clinic and is doing well.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.